Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a nadir blood glucose of 48 mg/dl that persisted for approximately 30 minutes before improving after oral carbohydrate treatment with glucose tablets and soda; low and urgent low alerts were reported by the device. Symptoms included no immediate adverse clinical effects such as loss of consciousness or dizziness. Outcomes included resolution of the low blood glucose to 113 mg/dl without professional medical intervention or assistance. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction and no identified device component issue, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.